Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reports that the dental implant located in position number #26 failed because it fractured at the head. The doctor reports that the procedure was not concluded by placing another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) oss313, (osseotite implant 3.75 x 13mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent dried blood / tissue attached to external threads. Implant fracture was identified at the collar. Implant showed extensive damage, likely caused during the implant removal process. Customer indicated that a fractured screw fragment was stuck inside the implant, but was caused during implant removal. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 2018112166. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2018112166 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors, or customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.